Manufacturer narrative:
This follow up report is being filed to relay additional product information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that this type of event may occur. Under warnings, it states, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear." Under possible adverse effects, number 8 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014. Product location unknown.

Event description:
Patient underwent unknown conservative treatment due to tibia fracture which occurred approximately one month post-implantation.